Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button takes too long to respond. Customer's blood glucose level was unknown. Customer was observed time clock for one minute and time was advances. Customer stated the insulin pump alarmed during normal use. Customer reported they were able to clear the alarm and they did not receive a request to rewind insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.